Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-sep-2019 with the following findings: a review of the pump black box showed no activity related to the complaint. There was no data in the black box from the time of the reported issue due to continued patient use. During investigation, a timekeeping accuracy test was performed. The pump maintained time accurately during 5-day duration test, however, when the pump was left without power for 1 hour and pump powered back on, it had returned to the default time and date. A time test was started but could not be completed due to an internal clock battery failure on the printed circuit board. The complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.